Event description:
A report was received that the patient was experiencing tenderness at the pocket site. The patient underwent a revision, during which, the physician repositioned the ipg and two lead extensions were implanted. The patient was reportedly doing well following the procedure.